Event description:
It was reported a (B)(6) old child, about 1 year ago, received removal of a nevus and had idrt applied. After the autograft was received, the pt experienced bulging. When dissected that bulging area, each lump was filled with scurf-like-substance. Underneath of the lumps was epithelialized. Reportedly, neodermis formation was not admitted well. The pt is now undergoing treatment after second nevus removal with idrt applied. Skin where once dissected is treated conservatively, but still something very similar to shredded dry skin is coming off. Additional info was received by integra (B)(4) 2014 from the user facility to the distributor: in response to additional info requested. We confirmed that second idrt implanted is nothing to do with the reported complaint. It was implanted because the size of nevus was too large to cover it with first idrt. The first idrt was implanted on the back and second idrt implanted around the neck to the upper shoulder. What does "scurf-like substance" mean? Sorry for the confusion due to my choice of word. Reportedly, white substance looks like keratinocyte. Are photos available? No, but our sales rep got to see them. It's very similar to the case we reported previously. (See mfg report number # 1121308-2014-00023. When was the first application of idrt? On (B)(6) 2013. How long (timeframe) after the first idrt graft was implanted did the pt experience the "bulging"? An autograft was applied on (B)(6) 2013 in a week, poor take of autograft was admitted and partially it fell off. Within another week, the autograft sort of came up, not taken very well anyway. Was any treatment provided? Please provide treatment dates if applicable. Ointment application only. Reportedly, neodermis formation was not admitted well. Specifically, the neodermis looked bumpy. The doctor still does not have a clue what is attributable to such phenomenon.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.